Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 76-year-old male patient of han nationality and unknown origin. Medical history included coronary heart disease. Family drug reaction and previous drug adverse reaction were none. Concomitant medications included pioglitazone for unspecified indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injection (humalog 50, 300iu/3ml) via cartridge using a reusable humapen luxura (burgundy), twice daily, 20 units in the morning and 18 units at night, subcutaneously, for the treatment of diabetes mellitus, beginning in 2008. On an unknown date in 2018, after starting insulin lispro protamine suspension 50%/insulin lispro 50% treatment, his blood sugar value was high as 27 (units not provided) and he was hospitalized for regulating blood sugar. On (B)(6) 2018, the cartridge holder needle thread ends of humapen luxura burgundy were broken (B)(4). Lot 1209b05). Information regarding corrective treatment and event outcome was not provided. The insulin lispro protamine suspension 50%/insulin lispro 50% treatment was continued. The humapen luxura burgundy was stopped on (B)(6) 2018. The operator of the humapen luxura burgundy was unknown and his/ her training status was not provided. The general duration of use and the suspect humapen luxura burgundy duration of use were unknown. The suspect humapen luxura burgundy, which was manufactured in sep2012, was discontinued and not returned to the manufacturer. The reporting consumer assessed the relatedness between the event and insulin lispro protamine suspension 50%/insulin lispro 50% as unknown. The reporting consumer did not provide relatedness between the events and humapen luxura burgundy. Edit 19sep2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 11oct2018: additional information received on 11oct2018 from global product complaint database. Changed the lot number from 1209805 to 1209b05 for (B)(4). Relating to the humapen luxura (burgundy) device. Upon internal review, added unknown to device age field. Corresponding fields and narrative updated accordingly. Update 16oct2018: additional information received on 15oct2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4). Associated with lot 1209b05 of humapen luxura (burgundy) device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 16oct2018 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that the cartridge holder thread end on his humapen luxura device was broken. He experienced increased blood glucose. The device was not returned for investigation (batch 1209b05 (reported as 1209805), manufactured september 2012). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to broken device cartridge holders. There is no evidence of improper use or storage.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a (B)(6) male patient of (B)(6) and unknown origin. Medical history included coronary heart disease. Family drug reaction and previous drug adverse reaction were none. Concomitant medications included pioglitazone for unspecified indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injection (humalog 50, 300iu/3ml) via cartridge using humapen luxura burgundy, twice daily, 20 units in the morning and 18 units at night, subcutaneously, for the treatment of diabetes mellitus, beginning in 2008. On an unknown date in 2018, after starting insulin lispro protamine suspension 50%/insulin lispro 50% treatment, his blood sugar value was high as 27 (units not provided) and he was hospitalized for regulating blood sugar. On (B)(6) 2018, the cartridge holder needle thread ends of humapen luxura burgundy was broken ((B)(4), lot # 1209805). Information regarding corrective treatment and event outcome was not provided. The insulin lispro protamine suspension 50%/insulin lispro 50% treatment was continued. The humapen luxura burgundy was stopped on (B)(6) 2018. The operator of the humapen luxura burgundy was unknown and his/ her training status was not provided. The general duration of use and the suspect humapen luxura burgundy duration of use were unknown. The suspect humapen luxura burgundy was discontinued and its return was expected. The reporting consumer assessed the relatedness between the event and insulin lispro protamine suspension 50%/insulin lispro 50% as unknown. The reporting consumer did not provide relatedness between the events and humapen luxura burgundy. Edit 19sep2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.